Event description:
Procedure type: lower anterior resection. According to the reporter: the initial surgery did not have any issues. Re-operation occurred on (B)(6) 2011 for content leak discovered that day along the gi staple line where they found a hole. The pt was in good condition prior to surgery. The pt is still in the hosp and will need to go to rehabilitation.

Manufacturer narrative:
(B)(4).